Event description:
It was reported to philips that the system was powering down by itself as a power connector kept disconnecting. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned vascular diagnostic treatment was performed by the customer and completed by adjusting the connector to repower the system. Philips field service (fse) inspected the system onsite and confirmed that the system was powering down by itself due to power connector disconnecting. Upon troubleshooting, fse confirmed that the power cable to the cx50 was repeatedly disconnecting. To resolve this issue, two iec connectors were secured together by using tape. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.